Event description:
It was reported that during a procedure the coagulation function did not work but the cut function did. The procedure was completed successfully without a significant delay; no adverse consequences or medical intervention were reported.